Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system triggered a right ventricular (rv) lead safety switch (lss). Technical services (ts) was consulted and believes to be a spring contact issue, not due to integrity of the lead. The lead presented pacing impedances spikes high out of range, and no noise was noted. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a right ventricular (rv) lead safety switch (lss). Technical services (ts) was consulted and believes to be a spring contact issue, not due to integrity of the lead. The lead presented pacing impedances spikes high out of range, and no noise was noted. The lead remains in service. No adverse patient effects were reported.